Manufacturer narrative:
Field service engineer troubleshot and found the sedecal generator x-ray console was locking up and replaced the generator console and the firmware. Fse then verified proper operation using hut dr service manual, sedecal generator service manual, huestis collimator service manual, and the infimed platinum one tech manual. Unit passed checkout procedures and was returned to full service.

Event description:
On (B)(6): customer reported system did not fluoro during three separate pt procedures all occurring during the last three weeks. This record documents incident number 3. Pt and procedural info was not made available by the customer. Procedure was completed by moving pt into an operating room and using a portable fluoro c-arm. Pt was fine. There was no injury reported.